Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2007 (patient weight is unknown). According to the complainant, the hospital called to say they had received a solicitors letter from a patient who says they suffered vaginal burns from a procedure that took place on (B)(6) 2007. It was during an hta procedure. Additional follow up reported a 2 cm vaginal burn level with the hymen ring on the right hand side. The affected area was treated with mepitel (a vaseline impregnated gauze ). The severity of the burn is unknown. A cold wet swab was applied before the procedure and there was a leak during the procedure at which point the case was aborted. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician. Note: this MFR report pertains to the first of three devices used for the same procedure. Refer to associated MFR. Report #3005099803-2010-03498 and #3005099803-2010-03506 for a description of the second and third devices, respectively.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).